Manufacturer narrative:
The manufacturer became aware on 08-jan-2026 that the user experienced a hypoglycemic event on 08-jan-2026 that resulted in hospitalization. Information provided indicated that the user performed a cartridge and infusion set change while remaining connected to the body and completed a press-and-hold priming step while connected. The user subsequently sought medical care and was treated for hypoglycemia, after which the user was discharged the following day and discontinued use of the ilet. A review of available engineering logs showed no confirmed device malfunction alerts and no factory reset associated with the event. Log data confirmed a motor rewind and incomplete cartridge load alert prior to the reported event, consistent with a supply change workflow being initiated. Device data prior to the user contacting the manufacturer showed glucose values within range, and additional post-event data was not available without a subsequent device resynchronization. Based on the information available, the event is most consistent with unintentional insulin delivery related to use error during the supply change process, specifically priming insulin while connected to the body. No evidence of intrinsic device malfunction was identified. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
On 08-jan-2026, the user reported that they experienced hypoglycemia with a blood glucose value of 34 mg/dl. The user was able to treat the low blood glucose with oral glucose and glucagon, with assistance from a caregiver. The user was evaluated and hospitalized, received treatment, and was discharged on (B)(6) 2026, after which the user discontinued use of the ilet.